Event description:
It was reported that the pt was brought to surgery for an arthroscopic shoulder procedure to rule out a loose glenoid component. During the procedure, it was observed that the component was not loose, but the poly on the inferior portion was damaged.

Manufacturer narrative:
Within the past 18 months, the pt experienced a fall from a ladder. The surgeon does not feel that the implant has failed, but was damaged due to the fall. A review of the implant's device history record indicates that it was manufactured to specification.